Event description:
Two days after insertion, the nurse found the catheter broken. Fatty milk was infused on the first day.

Manufacturer narrative:
Attempts have been made to obtain add'l info. Upon completion of the investigation, a supplemental report will be submitted. Date submitted: 21 feb 2008.